Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a delaminated downstream occlusion (dso) seal, scratched lens, and required software upgrade. There was no patient involvement.

Manufacturer narrative:
One device was returned for repair with complaint of delaminated downstream occlusion (dso) seal. Service history review identified the complaint was not related to a previous service of the device within the review period. The complaint is not reflected in the event log. Complaint was confirmed through visual inspection. Replaced dso seal. Device passed all testing criteria post repair.